Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 1/4 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient stated that he disconnected then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The hp stated he disconnected then reconnected. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy and recommended starting over with new supplies and to contact the nurse. The hp stated they would start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated they were doing fine and continuing therapy without issues.